Manufacturer narrative:
The reported product is not expected to be returned per case information, "no return expected." An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with use of the abbott diabetes care (adc) device. The customer received a low glucose reading of 2.3 mmol/l on the adc device compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 8 days. The customer didn't experience any symptoms and was able to self-treat with juice. Due to the low readings, the customer called the nurse help line and an ambulance transported the customer to the hospital, where they had contact with a healthcare professional (hcp) who obtained a glucose reading of 15.9 mmol/l on an hcp meter. The hcp administered an unspecified IV for the treatment of hyperglycemia and the customer was released from the hospital the following day. There was no report of death or permanent impairment associated with this event.